Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in a stent placement procedure on a patient (age, gender, and weight unknown). According to the complainant, they were having difficulty advancing a polaris ureteral stent over the sensor guidewire. The stent was returned with the guidewire stuck inside. Analysis of the device revealed that the guidewire tip was pulled distally and the black coating had peeled off from the proximal direction and balled up in the stent. The procedure was successfully completed using a second stent and guidewire. The patient was reported to be "good" at the conclusion of the procedure. The guidewire was found to be stuck inside the stent was being used with a polaris ureteral stent. The wire device the device was unable to advance as it was met the friction between the wire and this device. Used a new one, the procedure was successfully completed.